Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and elevate were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. Additional information: third-degree cystocele, third-degree rectocele, enterocele with second degree vaginal vault descensus. Concurrent procedure: vaginal anterior repair, reduction of cystocele with mesh; posterior repair and reduction of rectocele, enterocele with elevated mesh; vaginal vault suspension utilizing sacrospinous fixation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to rectocele, cystocele, and enterocele. It was also reported that following insertion the patient experienced infection and urinary problems. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.